Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor and a glidescope spectrum smart cable, the image froze. The customer's biomed reported there was no physical damage to the monitor or to the spectrum smart cable that was utilized in the procedure. The biomed stated that he attempted to troubleshoot the cable (wiggling the wire at both connectors as well as partially disconnecting the cable from both the system and the handle) but was unable to recreate the freezing issue. A delay in the procedure of an unknown duration occurred as an unidentified backup glidescope unit was obtained. No harm to the patient or user was reported.